Manufacturer narrative:
Explant date is unknown but was requested. Approximate age of device - 1 year. The patient remains ongoing on lvad support with the replacement device. No other information was provided. Supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with progressive rv failure, currently on milrinone. Diuretics were adjusted on (B)(6) 2018, with no changes in patient's weight/intake. There were no reported issues other than fatigue, which has been ongoing with the rv failure. Power/flow spikes were also noted. The patient also reported feeling like the pump was slowing down and speeding back up, which was observed multiple times on interrogation. The patient was treated with bivalirudin for one week due to increased pump power consumption and suspected pump thrombosis. A pump exchange was subsequently performed. No additional information has been provided.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 1 month and 5 days. Device evaluation: the evaluation of vad-19874 did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. All of the recorded elevation appeared to be associated with pulsatility index (pi) events. The lvas operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.